Manufacturer narrative:
(B)(4). At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient implanted with this implantable cardioverter defibrillator (ICD) came into the hospital for syncope. The patient had been lost to follow up for four years. The device was interrogated and an end of life (eol) message presented with date unknown. A charge time out fault code was also noted. The fault code was reset and the device appeared to operate normally with normal lead diagnostics. However, boston scientific technical services (ts) advised patient may no longer be protected and device should be changed out. The device was explanted the following day. There were no additional adverse patient effects reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.